Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customers device and verified the reported issue. The root cause of the reported failure is determined to be user related. The hlc was allowed to deplete over time with no chargepak installed.